Event description:
As reported for this event by the customer, something was stuck inside the device during reprocessing. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there was foreign material inside the biopsy channel which was removed. The distal end plastic cover around the biopsy port was damaged. Other observations for the device are: low angulation and play of knobs; distal end rubber coating (a-rubber) glue has a crack; and scratches on contact pins. Instrument channel was okay when checked with borescope. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information is received of reprocessing performed at the facility. An air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. The same detergent as medical device reprocessing depart (mdrd), diluted as per original equipment manufacturer specifications, is used; however the facility is currently moving to water only for validated models. The endoscope channels are brushed during manual cleaning with a disposable single use brush. The brushes are olympus and other brands. The single use brush is not re-used. The automatic endoscopy reprocessor (aer) is of a medivator brand. Detergent and disinfectant used with the aer is of a medical grade enzymatic/detergent; usually, as recommended by manufacturer of aer, rapicide is used as high level disinfectant. It is not known if there is an issue with the aer. The endoscopes are dried with medical air and lint free cloths. The endoscopes are stored in storage cabinets in a separate storage area.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a metallic foreign object was removed from the forceps channel. The event can be detected/prevented by following the instructions for use which state: "inspect the endoscope." Olympus will continue to monitor field performance for this device.